Manufacturer narrative:
Correction: annex c: c17 annex d: d07 additional information: annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper seal broken was confirmed. On 28-oct-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace broken tamper seal. Failure investigation report attached to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken tamper seal. There was no patient involvement.

Event description:
It was reported that the device had broken tamper seal. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Annex g: g07001. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer, annex b: b01. Annex c: c0501. Annex d: d09. Annex g: g04080. Investigation summary: field technician stated issue of tamper seal broken was confirmed. On 28-oct-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace broken tamper seal. Failure investigation report attached to qn in sap

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken tamper seal. There was no patient involvement.

Event description:
It was reported that the device had broken tamper seal. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c0501 annex d: d09 additional information: annex c: c17 annex d: d07 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.